Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump and insulin pump act button was not working also insulin pump had unexpected restart alarm. Time was advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.